Event description:
It was reported that the pt experienced an overdose. Per the reporter, the pump worked well for 3-4 weeks following implant. The pt then began to experience "drowsiness" and falling asleep. The pt was admitted to the emergency room where it was noted that the catheter had "become loose at both ends". No pt falls or trauma occurred following implant. The pump and catheter were explanted on (B) (6) 2008 and were not replaced.

Manufacturer narrative:
(B) (4).